Event description:
The lead was explanted due to sensing anomaly. Upon explant, insulation anomaly was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the outer insulation abraded at 26.5 cm from the connector pin. The ptfe insulation of the sensing cables was also abraded at the same location. This could cause the reported sensing anomaly when in contact with the ICD can. The lead abrasion is consistent with that produced by friction with the ICD can. The electrical characteristics of the lead were found to be normal.